Event description:
The pen needle has broken inside the body of the pt. (Artsana code (B)(4)). We have received the defective sample from owen mumford. The cannula of the sample is not broken from the pt side, it's broken the part of the cannula that is inserted inside the insulin pen. So considering the above, we cannot explain the complaint "the pen needle has broken inside the body of the pt." So, considering the above we cannot consider that the problem is related to a production process. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single use bending / breaking should not occur. No further action. Artsana has decided to fill in the 3500a even if we have not received any notification from the legal MFR (owen mumford ltd). For this reason we have not enough info for filling in all the boxes. From the legal manufacturer, we only have received a short description of the adverse event.